Event description:
During service of the unit a resetting with a constant alarm condition was found. Replaced the power board, due to jp12, and the main board, due to jp6, to correct the failure mode.